Event description:
Device 1 of 3. Reference MFR. Report# 1627487-2018-07058. Reference MFR. Report# 1627487-2018-08200. Device information for the extension is received from the field. Additional device is added as device 3.

Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2018-07058. It was reported (australia) the patient experienced ineffective stimulation. System diagnostics determined high impedances. X-rays did not reveal any anomalies related to the leads. The patient underwent surgical intervention where in the ipg was explanted and replaced with another model which resolved the issue. Effective therapy was established postoperatively. Device information for dbs extension is unknown at this time.